Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula was crimped event on (B)(6) 2024. The insertion site was at the abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.